Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) failed to recognize the lifeband, and the platform shut down on its own and turned off was not confirmed during the functional testing. The autopulse platform passed the functional testing, and the reported complaint was not reproduced throughout the testing. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) failed to recognize the lifeband, even though it was properly connected. Additionally, the platform shut down on its own and turned off during the resuscitation attempt. No further information was provided. The patient's status information was requested, but the customer did not respond.